Event description:
Omnipod and dexcom 7 caused hypoglycemia by overdosing insulin due to incorrect cgm(continous glucose monitor) readings. Cgm reading was off by over 100 points, resulting in too much insulin being administered, resulting in severe hypoglycemia requiring hospitalization. Ref report: mw5164243.